Manufacturer narrative:
(B)(4). The device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set experienced a no flow or restricted flow condition. The reporter stated that a doctor was unable to push fluid through the one- link valve when a non-baxter syringe was attached to the device. When the event occurred, the syringe was disconnected and reconnected with no change in ability to push solution into the extension set. To resolve the issue, the doctor removed the one-link valve and attached the syringe directly to the tubing. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.